Event description:
Squad was on the scene of a cardiac arrest. They were using a semi-automated defibrillator. Medic attempted to defibrillate the pt at 360 joules. After shocking at 200 joules and 300 joules, a prompt came up on the screen "cannot dump" "-93". The monitor was shut off and turned back on. The same thing occurred at 360 joules.